Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04799. It was reported that shaft break occurred. The target lesion was located in a very calcified coronary artery. A 3.00x24mm and a 3.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system were advanced one at a time to treat the lesion. However, the devices had difficulty in crossing the lesion. It was then noted that the upper portion of the stent catheter near the proximal segment outside of the body on both stents, broke. The stents were not deployed and the devices were completely removed from the patient. The procedure was completed with a non-bsc stent. No patient complications were reported.